Event description:
We have had two instances of the device cracking where it connects to the patient IV causing leaking. In this case the patient was noted to have a decreased map. The device was assessed, and it was noted the manifold with pressors cracked and leaking IV medications into the bed.